Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube appearance failure was caused by a component failure of the outer tube, and the image failure was caused by a component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited outer tube appearance failure, and image failure. There was no patient involvement.